Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was attempted to be implanted within the middle and lower segment of a patient¿s esophagus on (B)(6) 2013, during an esophageal stent implantation procedure. According to the complainant, the stent was being implanted for treatment of a lesion due to malignant esophageal cancer. The patient's anatomy was not tortuous, and had been dilated prior to the stent placement. During the procedure, the stent deployment suture was only able to be withdrawn by 20cm and the stent failed to fully release. After several unsuccessful attempts to deploy the stent, the stent system was removed. The physician encountered some resistance when removing the device due to the exposed stent tip. No visible damage was noted to the device. The physician attempted to release the stent outside the patient but was unsuccessful. The procedure was not completed and another stent is planned to be placed at a later date. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) the device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the stent was partially deployed by approximately 32 mm. During analysis, it was possible to deploy the stent without any issue. No issues were noted with the deployed stent or the shaft of the device. No other issues were noted with the device. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was attempted to be implanted within the middle and lower segment of a patient's esophagus on (B)(6) 2013 during an esophageal stent implantation procedure. According to the complainant, the stent was being implanted for treatment of a lesion due to malignant esophageal cancer. The patient's anatomy was not tortuous, and had been dilated prior to the stent placement. During the procedure, the stent deployment suture was only able to be withdrawn by 20cm and the stent failed to fully release. After several unsuccessful attempts to deploy the stent, the stent system was removed. The physician encountered some resistance when removing the device due to the exposed stent tip. No visible damage was noted to the device. The physician attempted to release the stent outside the patient but was unsuccessful. The procedure was not completed and another stent is planned to be placed at a later date. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.